Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no picture when plugge in was confirmed. The device evaluation found the image darkened due to bad charged-couple device. The cable was kinked/knotted. The coupler was loose moving. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had image problem. There is no picture when plugged in. The issue was found during preparation for use. There were no reports of patient involvement.